Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09 august 2023, a 30mm amplatzer pfo occluder was selected for an implant. During the procedure, the occluder featured hourglass-shaped configuration. Device was removed from the patient prior to release from the delivery cable and was placed in warm saline, but returned to the same hourglass shape. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. Device was replaced with a amplatzer pfo talisman occluder that completed the procedure. The patient is stable.

Event description:
N/a

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, one video was received from the field appearing to show the device deploying in bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.